Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer is stating that the customer called and states that the chair has broken at the weld of the frame and the seat.